Manufacturer narrative:
The device was received for evaluation. A review of the event history log was performed which identified a completed primary infusion after the occurrence date; however, no findings related to the reported "not infusing" on the event date. Evaluation did not identify any abnormalities that could have caused or contributed to the reported infusion issue. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.